Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave measurements. The s-ICD was reprogrammed and later in time the patient received an inappropriate shock due to oversensing of noise. Boston scientific technical services thought this might be due to air entrapment. No further changes were made and the s-ICD remains in service. No adverse patient effects were reported.